Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There was also an increase in pacing threshold measurements from 1 volt at 0.4 ms to 2 volts at 0.4 ms. The patient was not pacemaker dependent. The patient planned to be scheduled for a lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that another revision procedure was performed and the rv lead was explanted. It was also reported that this lead exhibited noise, oversensing and loss of capture (loc). A conductor fracture was suspected. The device remains in service with the newly implanted rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that a revision procedure was attempted but the patient's vein became occluded. The patient plans to be sent to another physician to extract the lead and implant a new lead. That procedure has not yet been scheduled. No additional adverse patient effects were reported.